Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. While troubleshooting ambient temperature and lyse errors, the customer identified a leak of diluent under the instrument. The volume was not reported and the leak was not contained. The operator was wearing personal protective equipment of gloves and lab coat. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found the quick disconnect 6 (qd6) tubing on the bsv (blood sampling valve) that leads to the y fitting which leads to feed through fitting 27 (ff27) popped off at the y fitting when replacing the bsv module during the previous service visit on (B)(4) 2013. The fse secured the tubing back onto the y fitting. Failure mode was identified: qd 6 had popped off of the y fitting. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).